Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that during a posterior cervical fusion site experience an alleged inaccuracy. It was noted that when taking off drapes stapled around the spinous clamp, the frame may have been bumped. However, they checked accuracy their accuracy on t1 spinous process and decided to continue (spinous clamp on t2). Once the surgeon tapped and drilled on t1, it was reported that the physician was in the spinal canal rather the pedicle. He was lateral, however because the patient had small pedicles, he could not determine the distance. They decided to re-spin, and verified their accuracy with the pointer. They operated on t1-t2 with no excessive force or movement and no inaccuracies. However, when getting to c4, the surgeon felt inaccurate and decided to use fluoro, but initially, he was not planning on using nav after t1-t2. Additionally, the site is using nuvasive instruments and metal with navlock trackers. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. Accuracy test performed with peg board. Both side were found to be at the lower limits of acceptability and were re-calibrated. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm 10, fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.